Event description:
It was reported that during a zookal resection procedure, the anastamosis was insufficient at the side-by-side anastamosis. Hand sutured to complete the case. Re-operation was completed after two days because of peritonitis. During reoperation, the anastamosis was closed with hand suture line. Patient is now ok.